Event description:
During routine follow-up for a patient previously implanted with an evoke spinal cord stimulation (scs) system, irritation and redness was noted at the implant site. The implant site was cleaned and irrigated to resolve the issue. No devices were replaced.